Manufacturer narrative:
The sample was not returned. It was stated that the part was discarded. There was no sample, photograph or product lot number received and as a result, no product or device history record evaluation could be performed. The customer confirmed it was a user made connection. Per the manufacturer's instructions for use (IFU), to ensure a proper connection the clicking sound must be heard when the two parts come together and thumb press must be completely closed. And also the white thumb press must return to its original state. Otherwise, under pressure and certain force the parts will come apart. This can not be confirmed since there was no sample to evaluate. The root cause of the reported issue cannot be determined. All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The customer reported that during cardiopulmonary bypass (cpb), the customer made connection of the quick connector line l3. It resulted in approximately 300-500 milliliters (ml) of blood loss and a 30 seconds delay to the procedure. The product was not changed out as they reconnected the line. The surgical procedure was completed successfully.